Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 23-29 mg/dl. The cause of the low bg was unknown. The customer¿s spouse called an ambulance, and the customer was taken to the emergency room (ER) on (B)(6) 2023 for four hours. The customer received an IV with fluids of saline and dextrose to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump was functioning as intended. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.